Manufacturer narrative:
Humidifier involved has not been returned for evaluation. Age, shelf life remaining, and model number of humidifier is unk. Instructions for humidifier state "operational from .12 to 7 lpm". They were using it at 13 lpm. Normally anyone using a humidifier at high flow rates would install a water trap in the line to prevent water from going down the tube to the pt. Most cannula's are not rated for use above 8 lpm. We do not know what effect the saline that was originally in the tubing had on the pt.

Event description:
It was reported the pt was experiencing flash pulmonary edema and required high flow oxygen with humidification. A nasal cannula with a bubble humidifier was set up. Water was filled to less than the max-fill line. Pt was placed on 13 lpm of o2. There was a small amount of saline noted in tubing initially but it quickly resolved with o2 flow. Approximately 5 minutes later, the bedside sitter alerted nursing staff that the pt was complaining of choking sensation and there appeared to be water in the tubing flowing into the pt's nasal cannula. Rn quickly disconnected the tubing and blubber and began to suction pt. Pt did have o2 saturation decline into the 69's for a brief period of time. Fortunately, the pt's o2 sats came back up to the 90's within a fe minutes and after the suctioning and bi-pap being set up.